Event description:
Information was received stating that a pt expired while using a bipap device. It is alleged, the pt used a bipap device in conjunction with another MFR's mask and tubing for respiratory assistance. The tubing allegedly became disconnected and the pt reportedly expired. The pt was reportedly being monitored by a caregiver at the time of the event. Pulmonary edema is the reported cause of death. The model and serial number of the bipap device allegedly involved in this event are unknwon at this time. Requests for this info have been denied. No add'l info is available at this time. Labeling for bipap devices indicates this type of device is intended to provide non-invasive ventilation in adult patients (>30 kg) for the treatment of respiratory insufficiency (a condition in which the patient can continue without ventilation for some period, such as overnight) or obstructive sleep apnea. It appears that a bipap device may not have been the appropriate type of device for this patient due to his progressive disease state.